Event description:
It was reported that the distal tip of the insulation was compromised. It was further reported that the issue was discovered during regular product inspection.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the distal tip of the insulation was compromised. It was further reported that the issue was discovered during regular product inspection.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. A crack was seen on the insulation near the distal tip. The unit failed the insulation scan test. The probable root causes could be user misuse or improper sterilization methods. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.